Event description:
Physio control lifepak 1000 AED(automated external defibrillator) batteries are on back order nationwide in excess of 5 months at the time of placing orders. These are life support medical equipment with proprietary batteries that should be in stock 100% of the time.